Manufacturer narrative:
Additional information was received which indicated that the native annulus perimeter was 26 millimeters (mm). The previously reported native aortic bicuspid valve was a possible bicuspid root sievers type 1. The fusion/raphe between the right coronary cusp (rcc) and non-coronary cusp (ncc) was calcified. Valve insufficiency occurred with the 34 mm valve dislodgement. This valve was recaptured and with intent was implanted into the ascending aorta to prevent obstruction of the coronary arteries. No additional adverse patient effects reported. Updated data: a4, h6 patient annex e code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which clarified that the aortic insufficiency with the 34 mm valve was severe aortic insufficiency. This was resolved once the 29 mm was implanted. No additional adverse patient effects were reported. Corrected data: concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-16, serial/lot #: (B)(6), ubd: 22-jun-2023, UDI#: (B)(4) h6: patient annex e code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remains implanted; therefore no product analysis will be performed. Images were submitted to medtronic for review. The image review showed still fluoroscopic images for the evolut r 29 evolut r 34 valve load checks. Still images are not adequate for confirming proper valve loads. Cine videos with 360-degree rotation of the catheter are needed for definitive confirmation of good valve loads. Only one other still image was provided, which showed the initial position of the first evolut r 29 valve prior to deployment at the aortic annulus level. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. It was reported that the valve dislodged during resuscitation. Dislodge events are typically not related to a device malfunction. Regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The valve dislodgement was a likely contributing cause. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The severe regurgitation may have been a contributing cause. Conduction disturbances, such bradycardia, are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Cardiac arrest is a known potential adverse effect per device IFU. Review of the device history record (DHR) for this device found it was built to specification and met all final inspection and acceptance criteria. Thus, no issues were noted with the finished product that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-16, serial/lot #: (B)(4), ubd: 14-jun-2023, UDI#: (B)(4), product analysis: the valve remained implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve a calcified bicuspid native aortic valve with raphe in the right sinus and non-coronary presented. The aortic perimeter was 81.6 and pre-dilation with contrast with a 24 millimeter (mm) balloon was performed to assist in determining the appropriate sized valve. There was difficulty crossing the native valve towards the ventricle with the delivery catheter system. Attempted deployment of the 29 mm valve with overlap technique and pacing occurred but the valve dislodged in all deployments. Resistance again was felt in three further attempts in crossing of the native valve. A total of four attempts were made. This system was removed and a 34 mm valve system was attempted to adjust to the patient¿s anatomy. However, resistance crossing the native valve occurred again with this dcs. This 34 mm valve was deployed 3 mm below the non-coronary sinus but also dislodged. This valve was recaptured and implanted in the aortic position. Bradycardia then occurred followed by cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed for three minutes. The 34 mm valve reportedly dislodged during resuscitation towards ascending aorta. As the patient¿s condition declined, the physician elected to implant the initial 29 mm valve. This valve was loaded onto a different dcs. This 29 mm valve was implanted and supported within the anterior portion of the 34 mm valve which achieved position. Angiography identified valve infolding. The 29 mm valve was dilated with a 25 mm balloon with good results; coronary perfusion confirmed and the infolding resolved. The systolic blood pressure increased and diastolic pressure measured 54 millimeters of mercury (mmhg). The patient was hospitalized in the intensive care unit (ICU) and later discharged home. As reported, the event occurred as result of the patient¿s bicuspid aortic valve. No additional adverse patient effects were reported.